Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the erroneous results was a defective mix motor. Fse replaced the mix motor. There were no further reports of issues. Beckman internal identifier for this report is (B)(6).

Event description:
A customer reported to beckman coulter hotline the generation of erroneously low electrolyte (ise) results on their au680 clinical chemistry analyzer. These results were not reported outside of the lab. There was no change to patient treatment. Qc data was stated to be within specification. Ise = chloride (cl), potassium (k), and sodium (na) assays.